Event description:
It was reported that pump malfunction occurred while customer attempted to update pump software, and pump displayed non-resettable malfunction code. There was no adverse impact to the customer's blood glucose level. Customer planned to use backup insulin pump for insulin delivery, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place pump into storage mode before return, and advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump, which customer understood and acknowledged.